Manufacturer narrative:
Continuation of d10: product ID 3560022, lot# va2jmyg, implanted: (B)(6) 2025, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(6), ubd: 12-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the trial extension was used out of date, beyond expiration. It was implanted in patient. There were no issues in the operating room. And there are still no problems. The product was implanted on (B)(6) 2025. The problem was mainly due to the rush of the day. The material was ordered on thursday; to arrive on friday at the hospital but it did not arrive on time. So, on monday manufacturer representative (rep) had to go to hospital (B)(6), which was close to hospital (B)(6) (where the operating room took place). In hospital (B)(6) there were expired material that was not registered however rep did not realize that. It was just noticed this morning that product was expired. Rep will communicate this to doctor and ask for antibiotics to be extended.